Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 14, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned for evaluation, and detailed information of the case was not available. A direct investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Oxygenator did not oxygenate properly.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator did not oxygenate properly. As per the user facility, mid-case, the oxygen saturation and po2 decreased as measured by the cdi550. The fio2 was increased by 98% and the po2 was in the 100's. Increased fio2 to 100% and po2 rose to 500's. They continued on as the numbers looked more normal. Same issue happened the second time, in the same case with same oxygenator 30 minutes later. The certified chief of perfusion switched to tank o2 and po2 hovered around 102. Increased flow of tank o2 to 7-8l/min and oxy did not respond. Venous saturations never dropped too low so patient was fine and they went off bypass. No known consequences or impact to patient. Product was not changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 2199 - no health consequences or impact. Heatlh effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.